Manufacturer narrative:
No additional information was supplied. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous elevated accutnl result above the acute myocardial infarction (ami) cut-off for one patient generated by the access 2i (lxi) immunoassay system. The initial sample and a second sample were rerun on the same unit and results within the normal reference range were obtained for both samples. The result was reported out of the laboratory. Unknown if patient treatment was administered or withheld.